Event description:
Distributer lemaitre vascular returned 1 shelf carton containing a jar with vascucel patch part number ev0880, lot number m21025-05 to anteris. A customer had inspected the carton upon receipt at the hospital and returned the carton to the distributor due to indications the jar in the carton containing the vascucel device leaked during transit. Anteris inspected the carton and product jar. The seal of two of the jars appeared to be misplaced in the lid resulting in a leak. No patient impact from the leaking jar. Hospital inspected devices upon receipt from distributor per instructions.